Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload was identified during loading for both valves. The identified issue was frame node overlap. The infold for the first valve was first noticed on the first deployment, and the infold for the second valve was first noticed during the second deployment. The first valve was recaptured one time, and the second valve was recaptured two times. A procedural delay occurred in result of the infolds. Per the physician, patient anatomy was not a contributing factor to the infolds. Per the physician, the dissection was due to the difficulty inserting the delivery catheter system (dcs) at the puncture site requiring puncture site enlargement. The injury was first observed at the end of the procedure. It was noted that the patient had a small vessel diameter that contributed to the injury.

Event description:
Additional information was received that during the valve implant, the first valve was attempted to be deployed at implant depth of -3 millimeter (mm) using cusp overlay view under control pacing. Fluoroscopy and transesophageal echocardiogram (tee) revealed that the first valve had infolded and the valve was retrieved from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mild regurgitation noted was paravalvular leak (pvl). No treatment was provided for the pvl.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received submerged in clear 0.2% glutaraldehyde solution in a heart valve return kit jar. All leaflets were in the close position with a slight gap between leaflets 1 (l1) and 3 (l3) as well as between leaflets 2 (l2) and 3 (l3). The leaflets were flexible. Signs of creases were noted on all leaflets; condition associated with the crimping and recapturing process. Remnant bloody host tissue was observed on all commissures. All commissures were intact. Acute thrombotic host material was noted on the leaflets, commissure and outer wrap. The valve was submerged in body-temp (approximate 37 celsius) saline; frame expanded to full dilation. No kinks or distortions were noted on the frame. The acute thrombotic host material was removed from the valve in preparation for the loading simulation. The valve was then placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no issues were noted. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated data: b5. D9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, left femoral access was planned due to a high bifurcation. Two perclose devices were used but puncture could not be successfully achieved, so the access site was changed to right femoral artery. The right femoral artery (minimum vessel diameter 6.7 x 6.7) was punctured without any problems, and an 18fr introducer sheath was inserted. However, the inline sheath for the delivery catheter system (dcs) could not be inserted, so the puncture site was enlarged using metzenbaum scissors. A pre-dilation was performed using an inoue 22mm balloon. When the first valve ((B)(6)) was attempted to be placed, infolding occurred. Due to the insufficient expansion, the valve was recaptured and replaced. Another pre-dilation was performed successfully using a z-med ii 24mm balloon. A second valve ((B)(6) ) was attempted to be implanted, however infolding occurred once again. A third valve ((B)(6) ) was loaded and successfully used for implant with a good expansion. After valve placement, hemostasis was not successfully achieved. Another perclose was used, but hemostasis was still not achieved, leading to a switch to surgical intervention. The blood vessel had torn vertically from the puncture site and the intima was damaged, so a patch was applied to achieve hemostasis. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 product ID l-evolutfx-34 (lot: 0012117265); product type: 0195-heart valves product ID d-evolutfx-34 (0012174632); product type: 0195-heart valves product ID evolutfx-34 ((B)(6) ); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.